Event description:
During a pci procedure, the maverick2 monorail ptca catheter ballon ruptured at 11 atms on the second inflation. The number of atms reached on the initial is 6 atms. The lesion being treated was a calcified , 100% atenotic lesion in the mid left anterior descending (lad) coronary artery. A terumo introducer sheath, a runthrough 0.014 guiderwire, and a mach1 guide catheter weere also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is rpeorted as 'good'.